Manufacturer narrative:
It was reported 2 screws broke during insertion. Review of the device history record could not take place as device lot number was unknown. The device was not returned for evaluation. A review of the complaint database for part number 331-20xx part family revealed one (1) complaint for screw breaking during insertion, which is the complaint within this report. Potential causes for screw breakage during insertion are high density bone, excessive torque during screw insertion, and inadequate design. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during an orif of the patient's left hand, the surgeon used the 1.5 drill to make holes to implant screws into the selected 2.0 plate. Upon insertion, two (2) screws broke in half. It was reported the surgery was "completed as normal", and there were no adverse patient consequences. This issue prolonged the surgery by 3 minutes.